Event description:
Allegedly surgeon was impacting wedge into position and implant split in half when it was approx. 1mm from final placement. The surgeon then removed the broken implant and attempted to implant a second wedge. When he attempted to implant second wedge, he used the insertion tool and the mallet to direct the implant downward and the implant slit in half just as the first one did. This implant was only 50% implanted when it split. The surgeon then implanted a larger wedge with no issues. Extended surgery 30-40 min.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01452.